Event description:
Reporter stated that after receiving the er1 message she waited 5 minutes and retested with a result of 404 mg/dl. Reporter did have symptoms of high blood glucose levels at that time. Technique appears to be satisfactory and co reviewed possible causes of the er1 messages. Co also reviewed control solution test and technique.